Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number: 1644408-2023-01069; 520-50-318, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient was having pain after having a ream n run done two years prior. Doctor decided to do a full anatomic shoulder.